Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during the implant procedure of this right ventricular (rv) lead, placement difficulties were encountered. In addition, the helix became stuck and it could not be extended. Lead conductor fracture occurred. The procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned.